Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The ventilator failed internal leakage test during pre-use check. The nozzle unit in the air gas module was found defective and replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. No device logs were received and the replaced parts were not returned for investigation, therefor the root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator showed the message system volume to low. There was no patient harm reported. Manufacturer's reference #: (B)(4).